Event description:
Heartmate ii left ventricular assist device (lvad) presents with low speed advisories/ lvad alarms on ac power. Likely short to shield per abbott opinion. No alarms on ungrounded cable and batteries while hospitalized. Status post splice repair of the external driveline. Driveline was retained by abbott technician for analysis. Alarms did not return prior to hospital discharge.